Event description:
During an unspecified procedure, the suture was cut. The surgeon applied another product without pt injury.

Manufacturer narrative:
1/8/1998-supplemental report #1 submitted to FDA. The reported condition is confirmed. Quality assurance is unable to reliably determine the cause of the difficluty encountered.